Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the r30 resistor was damaged. The cause of the code 102 is the damaged resistor. The root cause of the damaged resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor produced service code 102.